Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 11/26/2014, belt: 03/27/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. Review of the patient's download data reveals that the patient experienced an inappropriate defibrillation event consisting of one shock on the day of their passing. The response buttons were not pressed during the event. CPR/motion artifact and amplitude oversensing contributed to the false detection. The patient was in asystole before, during, and after the treatment was delivered. Asystole is a non-treatable, non-life sustaining rhythm.